Event description:
The manufacturer received information that a ventilator was failing to calibrate. The device was not in use on a patient during the reported occurrence. The o2 sensor cable was replaced to address the issue. During the evaluation a "vent inop" error was found. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer previously reported receiving information that a ventilator was failing to calibrate. The device was not in use on a patient during the reported occurrence. The o2 sensor cable was replaced to address the issue. During the evaluation a "vent inop" error was found. The device's oxygen blending module subassembly and solenoid were replaced. However, the oxygen blending module subassembly and solenoid were evaluated by the manufacturer's product investigation laboratory (pil) and found the oxygen blending module subassembly and solenoid functioned as designed and operated without issue or error codes.